Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure procedure was being performed. The physician was attempting to perform the transeptal puncture (tsp) with the versa cross connect system and a watchman access system (was) via intracardiac echo (ice) imaging. During the tsp attempt, the physician noted that the patient had developed a pericardial effusion. The physician made the decision to abort the watchman procedure. There was no intervention required to treat the effusion. The patient was kept for observation. The physician suspected the ice catheter caused the effusion.